Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump did not record programmed boluses in the bolus history. The reporter verified that the programmed boluses did not appear in the pump history as ¿cancelled.¿ no further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged history/settings issue remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.